Event description:
It was reported that the pod cannula retracted, indicating a needle mechanism failure. The cannula did insert into the skin and the pod pink slide moved forward but the cannula was not visible when the pod was removed. The pod was not worn. No impact to the patient's glucose levels was reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria.